Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes tubes were discovered to have abnormal additive. The following information was provided by the initial reporter: customer reports large yellow spots in tubes for cat 367863 lot 2259072.

Manufacturer narrative:
H.6. Investigation summary: bd received 5 samples and 2 photos from the customer in support of this complaint from catalog. A visual examination of the samples and photo was performed and revealed additive abnormality. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. Bd determined that the root cause of the indicated failure mode was attributed to misalignment of equipment within the manufacturing process. In rare instances where assembly machine misalignments occur, one side (or hemisphere) of the tube vessel interior received a heavier coating of additive solution, while points on the opposing side of vessel receive a lighter misting. This additive deposit visually stands out as it does not appear like the typical dot pattern for this tube type. The type of issue will not affect the form, fit or function of the tube. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes tubes were discovered to have abnormal additive. The following information was provided by the initial reporter: customer reports large yellow spots in tubes for cat 367863 lot 2259072.